Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a high blood glucose reading of 204 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the high pressure test. The infusion set being worn is an mmt-397, lot #9201747. Nothing further was reported.